Event description:
The ge oec 9800 fluoroscopy system had reported tube arcing.

Manufacturer narrative:
A ge oec service rep investigated the issue and would lead to re-greasing of the hv candlesticks to prevent future tube arcing. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.